Event description:
A ventilator was returned to the MFR for routine maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a failure related to the power cord was observed. The device's power cord was replaced to address the issue.